Event description:
It was reported that while the device was being interrogated a few weeks after implant, just after an impedance test was started but when the patient was more than three meters away from the programmer, high pacing impedance was noted. Earlier when the patient was near the programmer, the impedance values were normal. The patient was relocated to be near the programmer, and again normal impedance was found. Additionally, an audible alert was heard by the patient. During the procedure to investigate the issue, the lead was disconnected from the device, checked, and values were normal. The physician was not able to reconnect the lead to the device because the setscrew was dislodged and could not be turned anymore. The device was explanted and replaced,and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 implantable pacing lead, (B)(6) 2013. (B)(4).